Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, high capture threshold resulting in loss of capture was noted on the right ventricular (rv) lead. The physician attempted to reposition the rv lead, however, it was difficult to retract the helix. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
Additional information: d10, h3, h6: the reported events were for the failure to capture and difficult to retract the lead helix. As received, a complete lead was returned in two pieces with the helix retracted and clogged with blood and tissue. The reported event of failure to capture was not confirmed. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. The reported event of difficult to retract a lead helix was confirmed. A visual inspection of the lead revealed the helix region to be clogged with blood and tissue. After cleaning the helix region of blood and tissue, the helix was able to successfully extend and retract. The extended helix was measured within required performance specification. The cause of the reported event of difficult to retract the lead helix was isolated to the helix region clogged with blood and tissue. All other damage noted was consistent with procedural damage.